Event description:
It was reported the device was not taking a charge. A device overdischarge was suspected. Pt compliance was primary reason for overdischarge. The pt stated she last felt stimulation in (B)(6) 2009. The pt indicated she had not recharged her implant in over a month. On (B)(6) 2010, it was reported since pt's overdischarge, she was having to recharge every 2 days, compared to the same level of usage as before, but only recharged once a month. The pt only used half the battery in that month period. The pt had stimulation on all day at around 5.4 amplitude. On (B)(6) 2010, hcp indicated pt had a revision done on (B)(6).

Manufacturer narrative:
(B)(4).